Event description:
The following information was provided: pt. Reported; they had a partial hip replacement on their left hip after a fall and after a year have a major shortness in that left hip literally a major difference. Patient stated its uncomfortable and not sturdy. Procedure was on (B)(6) 2024.